Event description:
The patient reported having trouble recharging her device. The patient also reported a shocking sensation, when she went through theft detector gates at a local store; she had not turned the stimulation down and had not turned the ins off prior to entering the store. The patient contacted the physician who redirected the patient to work with a company representative to reprogram the device. Additional information has been requested from the physician.

Manufacturer narrative:
.